Manufacturer narrative:
(B)(4) the service engineer (se) verified the malfunction. The se replaced the liquid crystal display (lcd) panel. The ventilator passed all testing.

Event description:
It was reported that during ventilation, the ventilator screen changed color during patient use. The patient was transferred to an alternate ventilator. There was no patient harm reported.